Manufacturer narrative:
(Patient identifier) zimmerbiomet complaint number (B)(4).

Event description:
Customer reported that the patient was eating and the top portion of the iunihg screw came off with crown.

Manufacturer narrative:
One gold-tite® hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn from use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction. On screw placement as well as recommended torque values. In the case of gold-tite® hexed screws, it is recommended to torque at 20 ncm. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.